Manufacturer narrative:
Product complaint #(B)(4). The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. What were the indications for surgery? What healthcare professional fired the device and what is his/her experience with the device? Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Was the device difficult to close? Was the device difficult to fire? Did the healthcare professional receive audible & tactile feedback when firing the device? Was a complete washer transection confirmed with both devices? With the first device, can you please clarify what was meant by ¿only one staple¿? Were staples observed anywhere in the surgical field? If so, please describe the shape. With the second device, can you please clarify what was meant by ¿the other side seemed to fail¿? Can you please further describe the staple line and shape of the staples? What was the anatomical position of the staples that seemed to fail? How was the septic shock treated? What is the current status of the patient?

Event description:
It was reported that during an bowel resection, they had two good donuts when they were putting the rectum and the colon together they tightened it down until the indicator was in the green even the lower end of the green, they fired, and as they went on to the next steps they realized that there was only one staple, and they smelled stool and saw stool. The whole anastomise fell apart. There was stool in the patients abdomen. After the first one failed they went and got a second stapler. They said they had one good donut and one that was not as great, one side seemed to staple while the other side seemed to fail. Case completed by doing a loop ileostomy, case extended by two hours. Patient post operatively had septic shock due to stool contamination.

Manufacturer narrative:
Product complaint (B)(4). Batch # r5ad34 device evaluation summary: the analysis results found that the cdh33a device arrived with no apparent damage. The breakaway washer was present and cut and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples were noted to have the proper b-formed shape. The event described could not be confirmed as the device performed without any difficulties noted. This report is not intended to deny that you experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process. Additional information was requested and the following was obtained: what were the indications for surgery? Large bowel obstruction. What healthcare professional fired the device and what is his/her experience with the device? The physician fired the device. He has used this device multiple times during residency. Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Waited a full one minute and then fired. Was the device difficult to close? No. Was the device difficult to fire? No. Did the healthcare professional receive audible & tactile feedback when firing the device? Yes; it sounded and felt like a normal fire. Was a complete washer transection confirmed with both devices? Yes; with the first fire, their were two complete donuts/ circles of tissue. It was not a u shape with an open end. With the first device, can you please clarify what was meant by ¿only one staple¿? Were staples observed anywhere in the surgical field? If so, please describe the shape. No staples were observed in the rectal defect . No staples were observed in the surgical field; can¿t speak to their shape. With the second device, can you please clarify what was meant by ¿the other side seemed to fail¿? Colon end failed; 1 incomplete donut on colon side. Can you please further describe the staple line and shape of the staples? Doesn¿t recall. What was the anatomical position of the staples that seemed to fail? 1st fire: complete dehiscence of the anastomoses. 2nd fire: anterior defect on colonic end. How was the septic shock treated? IV fluids, antibiotics, vasopressors - transferred to another facility for two repeat surgery: two additional surgeries, and two additional sigmoidoscope; the abdomen was frozen (so many adhesions- could not discern anatomy) upon second surgery and no surgical intervention was completed. What is the current status of the patient? Still in the hospital (where patient was transferred to) - in critical care.